Manufacturer narrative:
Date of event was reported as "a week or two before monday" (B)(6) 2018. Other applicable components are: product ID: 3889-28, lot# va06nup, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that lead component disconnected from the ins and was replaced. There were no further complications reported or anticipated.